Manufacturer narrative:
Reliability analysis evaluated an opened/used reservoir. The reservoir, snap-cap and septum were all inspected for anomalies and there were none present. The occlusion test was performed per dop (B)(4) by filling the reservoir with diluent and connecting to a new infusion set. The reservoir and connector were installed into a 5 xx insulin pump. The manual prime was performed. The fluid flowed through the infusion set and out the catheter tip. This resulted in the conclusion that the reservoir was not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call no delivery alarm, high blood glucose and reservoir occlusion. Customer's blood glucose level was 432 mg/dl. Customer treated their high blood glucose via manual injections. Customer experienced an infection, had high blood glucose levels and performed a correction via shots. Customer experienced ketones as a result of high blood glucose levels. Troubleshooting for no delivery was performed. Customer's mother advised during an infusion set change they attempted to prime and received the alarm. Customer was advised to change out their entire set and reservoir. Customer advised the alarm occurred during manual prime. Customer advised the reservoir leaked between the two o-rings and past the first o-ring. Customer was advised to discontinue use of the reservoir and revert to a backup plan. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.